Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors during bolus and buttons were hard to push and had to press just right. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that clock loses two minutes regularly and screen was degrading and layer of material had come off. The customer also reported that transmitter was taking long time to calibrate. The insulin pump will not be returned for analysis.